Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 support and had a few episodes of pulseless ventricular tachycardia overnight and amiodarone was started. Weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.